Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+) was explanted from the right eye due to blurry near vision. A light adjustable lens (lal) was implanted as a replacement. The patient experienced post-operative wound issues, which are being addressed in a separate medwatch report (see h10). After the wound issues were addressed, the patient's vision was reported to have improved. No additional information is available.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).